Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus malaysia. Olympus malaysia checked the subject device for evaluation and duplicated the reported phenomenon. It was found the power unit failure which was caused the intermittent power issue. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus malaysia, omsc determined that this phenomenon was attributed to the power unit failure of the subject device. And the power unit failure might have occurred due to following causes; the over current has flowed to the subject device. The power unit was accidentally broken down. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(6) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device had the problem and could not turn on during preparation for use. The field service engineer of olympus malaysia went to the user facility and checked the subject device at the same day getting the user call. The field service engineer confirmed that the subject device had intermittent power issue could be due to the power supply unit. The subject device was taken back to olympus malaysia for the repair. There was no report of patient injury associated with this event.